Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, pre-placement of the first proglide device was successful. When pre-placing the second proglide device, there were no sutures present for harvesting when the plunger was pulled. The sutures of a new proglide device was successfully pre-placed. The sheath was upsized to a 16f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.